Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that the ipg was implanted too deep. The patient underwent a pocket revision procedure and was doing well postoperatively.